Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review was unable to be performed due to the lot number being unknown. A review of the device history record (DHR) could not be performed due to the lot number being unknown. Conclusion: the actual samples were not received for evaluation. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during a re-intervention procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the left distal and proximal superficial femoral artery (sfa). Approximately 3 months after the reintervention, the patients left proximal sfa was reportedly reoccluded by the registry's independent evaluator's. The investigator assessed the patient¿s target lesions were patent. Approximately 6 months after the reintervention, the patient experienced symptoms of severe pain in the target limb. A duplex ultrasound (dus) was performed which revealed 100% reocclusion in the target lesions. A revascularization was performed and the hcp deemed it was not successful. The patient reportedly has a history of unsuccessful revascularizations. The investigator assessed that the event was not related to the study devices or procedure. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00007.

Manufacturer narrative:
Additional information: the event description had the following sentences added "approximately 5 months later, the hcp decided to do a bypass from the left femoral artery to left popliteal artery. The investigator assessed that the event was possibly related to the study devices, but not related to the procedure." Which subsequently deleted this sentence "the investigator assessed the event was not related to the study device or procedure." The relevant tests and lab data had the following sentence added "on (B)(6) 2018, a reintervention was performed involving a bypass from the left femoral artery to the left popliteal artery." Corrected data: the eval code & desc - method section had the following removed because the DHR was not completed "3317 - manufacturing review." Conclusion the conclusion had the following sentence changed from "the investigator assessed the event was not related to the study device or procedure" to "the investigator assessed that the event was possibly related to the study devices, but not related to the procedure." The samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review was unable to be performed due to the lot number being unknown. A review of the device history record (DHR) could not be performed due to the lot number being unknown. Conclusion: the actual samples were not received for evaluation. The investigator assessed that the event was possibly related to the study devices, but not related to the procedure.. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during a re-intervention procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the left distal and proximal superficial femoral artery (sfa). Approximately 3 months after the reintervention, the patients left proximal sfa was reportedly reoccluded per the registry's independent evaluator's. The investigator assessed the patient¿s target lesions were patent. Approximately 6 months after the reintervention, the patient experienced symptoms of severe pain in the target limb. A duplex ultrasound (dus) was performed which revealed 100% reocclusion in the target lesions. A revascularization was performed and the hcp deemed it was not successful. The patient reportedly has a history of unsuccessful revascularizations. Approximately 5 months later, the hcp decided to do a bypass from the left femoral artery to left popliteal artery. The investigator assessed that the reported revascularization was possibly related to the study devices, but not related to the procedure. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00007.